Manufacturer narrative:
One single dpt kit model px1x2 was returned for examination. As received, the pediatric pressure tubing was found detached from the bond joint with non-edwards (B)(4) flush device. Presence of adhesive was evident on some locations of the tubing bond surface area. No other damage was observed from the kit. A review of the manufacturing records indicated that the product met specification at the time of release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use, the pediatric disposable pressure transducer tubing failed to connect at the location where it was designed to connect, and fell off when attempting connection. No patient compromise was reported and no additional devices were implicated as suspect.